Event description:
The right ventricular lead (rv) was dislodged. During the revision, insulation damage on the rv lead was observed. The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis with the helix was retracted and clogged with blood/tissue. Visual analysis revealed electrocautery damage on the outer insulation consistent with procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within product specification. The cause of the reported event is consistent with procedural damage.